Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was revised due to exhibiting high pacing thresholds; no symptoms were reported, reportedly patient does not pace. Surgical intervention was needed to resolve the issue; this lead was repositioned. This lead was implanted recently; it remains in service. No additional adverse patient effects were reported.